Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unk, the women health product IFU's are found to be adequate based on past reviews.

Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.